Event description:
Procedure performed: unknown event description: [translation] "the operating room reported an incident involving a threaded trocar. Defect: foreign body (rubber?) Present in the trocar. The patient was given antibiotic prophylaxis to prevent the risk of infection. Another trocar was used to complete the procedure. The trocar was kept for expert examination. Can you tell me if you've received any other reports on this reference/batch, or if the analysis of the production batch mentions any deviations?" Closing letter requested. Additional information received from sales manager via email on 31jul2024: [translation]: "by the way, the patient is doing very well (if anyone is interested) and has had no secondary infections."- doctor intervention: another trocar was used to complete the procedure. Patient status: a preventive antibiotic treatment was made by the surgeon, patient is doing well

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [translation]: "the operating room reported an incident involving a threaded trocar. Defect: foreign body (rubber?) Present in the trocar. The patient was given antibiotic prophylaxis to prevent the risk of infection. Another trocar was used to complete the procedure. The trocar was kept for expert examination. Can you tell me if you've received any other reports on this reference/batch, or if the analysis of the production batch mentions any deviations?" Closing letter requested. Additional information received from sales manager via email on 31jul2024: [translation]: "by the way, the patient is doing very well (if anyone is interested) and has had no secondary infections."- doctor. Intervention: another trocar was used to complete the procedure. Patient status: a preventive antibiotic treatment was made by the surgeon, patient is doing well

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a black particulate inside the obturator. Testing was performed on the particulate; however, the source and material composition could not be determined. Based on the testing performed, it is possible that the particulate originated from the manufacturing process and came loose as the product was being used. It is also possible that the particulate originated from the customer. However, the exact time and root cause of the particulate is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.